Manufacturer narrative:
A product analysis was unable to be completed as to date no samples or pictures have been provided. Precluding any further information or evidence there is not enough information at this time to determine with any confidence what likely caused the reported issue; therefore, the root cause is undetermined. However, due to previous evaluation on samples reported with a similar condition the potential root cause may be attributed to the use the device to pry apart anatomy (organ manipulation) causing the tip to break. A production notification was issued to all personnel to heighten awareness of the condition reported by the customer. Since the current process was found to be running according to approved specifications and standard operation procedures and the product history demonstrates that the device is durable, safe and effective, no actions are needed at this time at the manufacturing facility. The product is inspected routinely to ensure that all product specifications are met. No additional risks controls have been applied as the current risk controls are sufficient and residual risks deemed to be negligible.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tip was broken off the top of the suctions catheter and not present in the unopened package.